Manufacturer narrative:
The device involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
Endologix was made aware during a patient follow up that it was discovered that patient had a lower aaa (possibly a type 3 distal leak or a type 1b endoleak at the rt limb). In addition, patient was also noted to have a sac growth enlargement approximately 5mm from the previous CT scan. Physician is planning on having patient do another follow up to discuss a possible reline procedure with limb extension. No secondary procedure date has been confirmed. Patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. Patient is currently doing well.

Manufacturer narrative:
Based on the lack of medical records and images, clinical was unable to confirm the indeterminate endoleak, the sac growth, or the secondary endovascular procedure as reported. To date there has been no reports of further negative patient sequalae. The most likely cause of the loss of seal could not be determined due to the lack of medical information. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Release date (primary): correct date should be (B)(6) 2011.

Event description:
On (B)(6) 2018, a secondary procedure was completed. The physician elected to implant another bifurcated stent graft, an infrarenal stent graft extension and an extender graft extension.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to confirm the following events of type 3b endoleak of the main body and a type 1b endoleak from right common iliac artery. The event is most likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.